Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/26/2018 that on (B)(6) 2018, patient experienced a loss of connection. Data was provided for evaluation. Loss of connection was confirmed. The root cause could not be determined. No additional event information is available.